Event description:
During the cardiac stent placement in the proximal portion, the stent was explanted to 16 atm. The pt complained of chest pain, and there was a prominent perforation just at the distal edge of the 3.5 stent, which had been placed in an ovelap position with the other stent. The md attempted to seal this with prolonged balloon inflations that failed.